Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached due to a depression in the material. It was also noted that the outer insulation was breached cut and that there was blood/body fluid on the proximal conductor and in/on the helix/lobe mechanism.

Event description:
The lead was returned to the manufacturer without information regarding patient impact or product performance. It was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.